Event description:
The customer obtained an elevated atellica im high sensitivity troponin I (tnih), lot 108, patient result that was discordant compared to a lower retest result of the same sample. The initial sample was tested, reported and questioned by the physician. A new sample from the same patient was drawn and tested 2 hours later and result was lower. Both samples were retested, and results were low and considered correct. There are no allegations of patient or user intervention or adverse health consequences due to the event.

Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer reported an observation of an elevated (>99th percentile) atellica im high sensitivity troponin I (tnih), lot 108, patient result that was discordant compared to a lower retest result (<99th percentile) of the same sample. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Siemens completed the investigation for an outside the united states (ous) customer complaint of an elevated atellica im high sensitivity troponin I (tnih), lot 108, patient result that was discordant compared to a lower retest result of the same sample. The initial result was greater than the 99th percentile listed in the assay instructions for use (IFU). A new sample was drawn from the patient two hours later and resulted less than the 99th percentile. Both samples (plasma) were retested, and results were less than the 99th percentile. Quality control (qc) was in range at the time of testing. The initial sample was also tested with atellica im myoglobin and resulted as expected. Siemens reviewed the instrument log files (sample/reagent trace) and there was no evidence of a hardware issue that is impacting delivery of the reagents or sample. Siemens customer service engineer (cse) was dispatched to the account and performed routine instrument troubleshooting and provided service recommendations. Return of the patient sample for further investigation is not warranted because discordant result was not reproducible. A product issue was not identified. The customer is operational, the reported issue was resolved by standard troubleshooting and service actions. Siemens filed initial MDR 1219913-2025-00038 on 12-feb-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.